Event description:
In a message via website email, we received the following consumer complaint: "this night guard is terrible. I bitten through the upper blue part. There is exposed glue and I have a terrible taste in my mouth as well and stomach aches. It is falling apart after 2 weeks of use. And it is making me sick." After speaking with the consumer, she indicated that after she bit through the guard, there was something pinkish in color inside of it. She also said that some of the guard was missing and that she may have swallowed it.

Manufacturer narrative:
This complaint has not been confirmed by a medical professional. Consumer was asked to return the device for investigation. The device has not been returned to the MFR for eval. No lot code was given. There is no "pink material" used in the MFR of this device, and all materials are non-toxic. Until we receive the device back for investigation, or we get more info regarding this event, we consider this to be closed.